Event description:
The customer contact reported "it is impossible to give the correct bolus". The device was returned to the biomedical department from the recovery department. "It is impossible to give the correct bolus. Not when pushing the bolus cord nor when manually given by pressing the bolus on the pump." It is reported "patient was connected, but there were no issue. They changed the pump and the therapy could proceed. So no delay." There were no reported adverse patient effects. No medical interventions were reported. During testing at the user facility, " the technician opened up the pump and found that there was a faulty connection for the pump alarm, which he repaired." The device was reported to then pass testing. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was repaired at the user facility, and returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.